Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported they use more balanced salt solution than normal and noticed the console was wet in the bottom of the fluidics mechanism. There was no known harm to the patients or operating room staff. No product samples were retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. The manufacturer internal reference number is: (B)(4).